Event description:
During an endoscopy procedure in the esophagus, the user had a problem with a cook hercules 3 stage balloon. Upon the first attempt to inflate, the balloon had a hole in it. Another balloon was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our lab eval of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a small split in the balloon material near the proximal catheter to balloon joint. No section of the balloon material is missing from the device. When the balloon is inflated with water, a small amount of water exits the balloon material at the location of the small split. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional info provided indicated the balloon did not receive negative pressure prior to advancement through endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material split is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon material split can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.